Event description:
Pain when walking - sandpaper feeling - rubbing against bladder. Painful contraction after urination. Tightness. Painful arousal feelings bladder infections - blood in urine. Dyspareunia. Spasms. Scar tissue between bladder and vagina, bladder inflammation. Diagnosis or reason for use: pelvic floor repair surgery.